Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that when the issue occurred, the device continued to cycle breaths. It was removed from use with no harm. The customer noted the occurrence of the diagnostic code for the primary alarm failed alarm in the event log. The rse informed the customer that the speaker assembly should be replaced and provided the part information.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.